Event description:
The stent [subject device] deployment was uneventful across the neck of the aneurysm. The physician was attempting to cross the aneurysm with a microcatheter and guidewire when he believed that the stent had prolapsed into the aneurysm. As he attempted to position the devices between the stent and the parent vessel wall to access the aneurysm, the catheter and guidewire became entrapped in the stent. As the catheter and guidewire were pulled back, the stent migrated with the devices. The physician chose to pull the stent proximal to the aneurysm so that it no longer covered the aneurysm neck. The catheter and guidewire were "disentangled" from the stent by "torquing the catheter". The stent was left in place, proximal to the aneurysm and the microcatheter and guidewire were removed from the pt. Using a new microcatheter and guidewire, the physician successfully embolized the aneurysm with ten coils and the "angiographic result was fine". A post procedure CT scan was performed and "metallic particles" were observed resulting in micro emboli. The pt did not demonstrate any clinical symptoms from the emboli and is reported as "doing fine".

Manufacturer narrative:
Event problem: for device entangled.